Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered during the visual inspection of the finished product prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between november 3, 2023 ¿ november 6, 2023. H11: two samples and four photographs of the samples were received for evaluation. A visual inspection was performed, and a leakage from the administration spike port bonding area was observed. The set underwent functional testing, and a leak was noted at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to incorrect bonding due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.